Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold measurements at 3.2 v at 2ms. This lead was replaced with a new lead. No additional adverse patient effects were reported.